Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the keypad was intact with no peeling. The contrast, up arrow, and down arrow buttons were intermittently responsive and contamination was found under those button contacts when the keypad was removed. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.